Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not shown the loaded item. A technical support specialist (tss) remotely accessed the device and identified domain name system errors in the data synchronization logs indicating the host could not be resolved; however, subsequent logs confirmed the device was successfully synchronizing. Inventory and ade reports showed no activity for medication identifier, though it was available in the facility formulary and used on other devices. After contacting the customer, stock-out behavior and unit configuration were reviewed, recommendations were provided to prevent unnecessary stock-out triggers, and the customer confirmed resolution and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not shown the loaded item. However, there were no delay to patient care and adverse events or injuries reported based on this incident.